Manufacturer narrative:
Investigation conclusion customer's observation was not reproduced in-house with retain devices. Retain devices were tested with hcg 25 miu/ml cutoff urine/serum controls, hcg 100 miu/ml urine control and 3 different levels of high hcg urine control; all results met qc specification and produced positive results. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined due to insufficient information provided by the customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report from distributor - customer alleging false negative hcg results for one patient who was believed to be 5 weeks pregnant. Event occurred in (B)(6). Distributor stated that the patient was home tested positive, blood quant of hcg was 500 iu/ml. Office test using hcg combo ultra test ((B)(6)) was negative. No adverse patient sequela reported. No additional information provided.